Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records could not be performed as the device was not properly identified.

Event description:
It was reported that patient's right hip was revised after patient suffered multiple dislocations. Patient was revised to an elevated rim insert and a 32 +4 ceramic head.